Event description:
Customer reported, she was hospitalized for high blood glucose. She stated her blood glucose has been elevated for the past two days and getting no delivery alarms, prior to hospitalization.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.